Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient underwent three procedures to remove excess tissue (specific dates not reported). The implanted device remains.